Event description:
It was reported that prior to a stent placement procedure via right common femoral artery, the delivery system was allegedly found to be broken upon opening the package. The procedure was completed using another device. Reportedly, the surgery was completed. There was no patient contact.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent solo vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent solo vascular stent are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot# were reviewed with special attention to the manufacturing and inspection of this product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issues. Investigation summary: the catheter sample is not available for evaluation. Provided movies/ images demonstrate a kink of the delivery system at the proximal end closed to the grip which leads to confirmed result. No further damage was reported on packaging. Based on the investigation of the provided information, the investigation is closed as confirmed for catheter kink close to the grip. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instructions for use state: 'examine the stent system to ensure it has not been damaged during shipment . If it is suspected that the sterility or performance of the stent system has been compromised, the device must not be used.' The instructions for use further state: 'keep the device as straight as possible following removal from the packaging and while inserted in the patient.', and 'do not rotate the grip while extracting the stent system from the tray.' H10: d4 (expiration date: 06/2025) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.